Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, b5, d10, g4, g7, h2, h3, h6, h8, h10. Reported issue: on (B)(6) 2019, it was reported that the roller no longer cuts well. Event occurred during instrument check prior to surgery. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action were implemented a serial number logbook to correct this issue. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on 19 december 2019 revealed that the unit needed repair due to a defective cutter. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the cutter. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the cutter to fail. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the roller was no longer cutting properly. The event occurred during instrument check prior to surgery with no patient impact, delay in procedure as a result of this malfunction.